Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was selected for a radiofrequency ablation procedure. During the procedure it was noted that the patient had scar tissue in the groin that made the maneuverability of the device difficult. During the procedure it was noted that a perforation occurred. Pericardiocentesis was performed to remove 970cc of fluid. The procedure was then completed. No additional patient complications were reported.